Event description:
Asr revision; asr xl- right. Reason(s) for revision: pain, noise, limp. Original claimsuite and scf had the incorrect lot number for taper sleeve.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl- right, reason(s) for revision: pain, noise, limp. Original claimsuite and scf had the incorrect lot number for taper sleeve. Update rec'd a day later (6 june 2014) has the correct lot number. Also rec'd identical scf on 9 june 2014 - not attached as no new details were added. Update - marked as legal, added (B)(6) number, added additional surgeon and all expiry dates. Taken from (B)(6) email dated 27th jan 2015 (B)(6).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.